Event description:
It was reported that a high drain 106 alarm occurred at the end of therapy on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) stated they had felt fine and did not have any symptoms. The technical service representative (tsr) assisted the hp to clear the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The device was shipped new to the patient and therefore did not have a previous service history. A device history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review was completed with a previous unrelated failure being noted. The device was reworked and passed all subsequent testing. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.